Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic inspection revealed a pinhole in the balloon material, 2mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4mmx40mmx146cm coyote es balloon catheter was advanced for dilation; however the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4mmx40mmx146cm coyote(tm) es balloon catheter was advanced for dilation; however the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.